Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's attorney as a result of legal claim that allegedly the patient underwent primary right total hip arthroplasty on (B)(6) 2004 due to osteoarthritis. It was further alleged that revision surgery was performed on (B)(6) 2015 due to "right failed total hip arthroplasty due to severe metallosis with dislocation and extensive damage to the hip area' . The revising surgeon noted the following intraoperative findings "large amount of metallic debris within the right hip with extensive amount of synovial fluid that was dark grey/black, extensive destruction to the short external rotators of the right hip, the capsule, as well as extensive bone loss both to the femoral and acetabular components with massive osteolysis. Patient also had a completely worn trunnion that would no long seat a femoral head.

Manufacturer narrative:
An event regarding metallosis (altr) and disassociation involving an metal femoral head was reported. Disassociation was confirmed. Altr was not confirmed. Method & results: -device evaluation and results: the mar concluded: "the wear observed on the hip stem trunnion was due to the taper lock breaking loose between the femoral head and the hip stem trunnion." -medical records received and evaluation:a review of the provided medical records by a clinical consultant concluded: "there is no histopathology confirming metallosis and destructive changes described in the revision operative report. Based upon the information available for review, no determination can be made regarding the cause of the breaking loose of the taper lock between the stem trunnion and the femoral head in this case, which occured ten-and-a half years after implantation and required revision surgery." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was provided and concluded "based upon the information available for review, no determination can be made regarding the cause of the breaking loose of the taper lock between the stem trunnion and the femoral head in this case, which occured ten-and-a half years after implantation and required revision surgery." The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported by patient's attorney as a result of legal claim that allegedly the patient underwent primary right total hip arthroplasty on (B)(6) 2004 due to osteoarthritis.it was furthur alleged that revision surgery was performed on (B)(6) 2015 due to "right failed total hip arthroplasty due to severe metalosis with dislocation and extensive damage to the hip area' . The revising surgeon noted the following intraoperative findings "large amount of metallic debris within the right hip with extensive amount of synovial fluid that was dark grey/black, extensive destruction to the short external rotators of the right hip, the capsule, as well as extensive bone loss both to the femoral and acetabular components with massive osteolysis. Patient also had a completely worn trunnion that would no long seat a femoral head.